Manufacturer narrative:
The dental handpiece was not returned for eval. We could not determine the cause of the problem. The instruction state lubricate before each use to keep it running properly. Until we could get the handpiece back for eval, we cannot determine what caused the problem. We will monitor for other similar complaints and make any corrective action as we see necessary.